Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced resistance while introducing the his bundle lead through the catheter. The catheter was replaced, and the lead was ultimately implanted. No patient complications have been reported as a result of this event.